Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy robotic laparoscopic procedure, at the time of dissection, there was a high-priority alarm on the monopolar curved shears (mcs), causing the instrument to become disabled from the sterilie interface module (sim) and loss of tele-operation.the mcs was removed using broken instrument protocol, reattach and reinserted in the patient. The procedure was then continued. There was no injury to the patient.

Manufacturer narrative:
Updated information: d10 (concomitant products) and h2.6 (annex b, c, d and g codes) device evaluation: medtronic led an evaluation of the device data logs for the reported monopolar curved shears. Evaluation of the device data logs indicate that the system threw an 'instrument over torque error' related to the monopolar curved shears, which indicates that one of the instrument drive unit motors had a torque output over 0.65n. The monopolar curved shears was used for a total of sixty-six minutes with a use count of one. To recover from this error the user followed the broken instrument workflow to remove and reinsert the instrument. Evaluation of the monopolar curved shears confirmed the reported condition. The root cause of the observed error in the logs of the monopolar curved shears is understood to be a design issue in the software that controls the monopolar curved shears. The controls software is responsible for calculating and commanding the necessary instrument drive unit motor torques that result in instrument movements. Presently, the controls software does not discharge commanded drive torque quickly enough when opening shears blades. As a result, a subsequent rapid command to close the shears may result in drive torque that exceed design limits. When excessive drive torque is detected, the system is designed to arrest instrument movement and prevent subsequent tele-operation by a user in order to prevent instrument damage. Improvements have been initiated to mitigate this condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the time of dissection, there was a high-priority alarm on the monopolar curved shears (mcs), causing the instrument to become disabled from the sterile interface module (sim) and loss of tele-operation. The mcs was removed using the broken instrument protocol, reattached and reinserted in the patient. The procedure was then continued. There was no injury to the patient.